Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-17348) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented in clinic after receiving an alert for eri. Interrogation revealed premature battery depletion. The generator was explanted and replaced. The patient was fine after the event.